Manufacturer narrative:
(B)(4). Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited an overuse of radio frequency (rf) telemetry during remote monitoring checks. There was a concern the battery would prematurely deplete based on the amount of rf telemetry use. No adverse patient effects were reported.